Event description:
The hospital reported that the tube is not filtering air/gas through the filter of the tube. They are having to cut out the filter and just use the tube during procedure.

Manufacturer narrative:
Deroyal: it was concluded that the resin used to manufacture the insufflation tubing was incompatible with heat and time variables that it is exposed to during shipment and sterilization. This causes the plasticizer to migrate from the tubing to the filter housing causing occlusion. Migration resistant material, polycarbonate, has been chosen and successfully tested for compatibility of exposer to high heat. In (B)(4) 2008, a 100% inspection of the modified device was performed with no defects found.